Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a saphenous vein graft (svg) to obtuse marginal (om) aneurysm. The 4.0 x 19 mm graftmaster stent was advanced and just covered the aneurysm length. The stent was deployed at 16 atmospheres (atm). However, the stent became foreshortened during deployment and there was still proximal flow into the aneurysmal segment. A 3.5 x 12 mm graftmaster stent was implanted at 16 atm overlapping the 4.0 x 19 mm stent to fully appose it to the vessel wall. The patient tolerated the procedure well and there was an excellent angiographic result. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances or exceptions. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency. The graftmaster was reportedly used for treatment of an aneurysm. It should be noted that the instructions for use (IFU) states the graftmaster rx is indicated for use in the treatment of free perforations, defined as free contrast extravasation into the pericardium, in native coronary vessels or saphenous vein bypass grafts greater than or equal to 2.75 mm in diameter. The effectiveness of this device for this use has not been demonstrated. Long-term outcome for this permanent implant is unknown at present. In this case, it is unknown if the treatment outside of the coronary anatomy as indicated caused or contributed to the reported event.